Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two patients. The patient samples were retested and the results were lower than the initial results. The initial erroneous elevated results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008, to investigate the event. The fse performed a preventative maintenance (pm) on the instrument. During the pm, the fse observed a spill in the wash wheel showing precipitated buffer, a broken precision pump spring, and a worn mixer bearing o-ring. Each of these observations from the pm could lead to random imprecision causing spurious elevated results for a sandwich assay. The fse replaced the needed parts and performed system check and high sensitivity (hs) lum wash diagnostic testing with passing results. MDR # 2122870-2008-164 documents the results for patient 1. This is 2 of 2 separate MDR reports related to 2 patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-00164 and 2122870-2011-04556 for all related event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.